Event description:
On 03/21/2000 the surgeon reported lens removal due to lens surface opacifications.

Event description:
The surgeon reported surface opacification of the intraocular lens 15 months post-operative. The pt's visual acuity was 20/30 at last report. The lens remains implanted.